Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the procedure was completed as planned using the wi-fi foot switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot-switch was not working. Review of the log file showed ¿hand/foot-switches not pressed¿ warnings, which could indicate a malfunctioning foot-switch. Upon troubleshooting, fse found that the wired foot-switch was defective. To resolve the issue, the customer replaced the wired foot-switch. The defective wired foot-switch was returned to philips for failure analysis and by visual inspection the mode of failure was concluded to be a defective cable. After replacement of the wired foot-switch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not emit x-rays with the wired footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.